Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the presented to the emergency room complaining of feeling shocks. It was confirmed that the device had not shocked the patient but had developed diaphragmatic stimulation. On (B)(6) 2012, the physician decided to turn off the lead.